Event description:
The event involved a chemoclave® vented bag spike where it was reported that chemotherapy ended six hours earlier than expected. The device was not reprocessed/reserialized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact information: (B)(6).

Manufacturer narrative:
Both the (B)(6) that were returned connected to one another were primed together without occlusion and pressure leak tested without leakage. Both the (B)(6) were primed and pressure leak tested separately and both were able to be primed without difficulty or occlusion and both met pressure leak expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed with either the (B)(6).